Event description:
Customer reported two alaris pump modules beeped "channel error" three times in a row and then the channels shut down, one was running dopamine, the other was running neosynephrine. Patient's blood pressure dropped from 120's to the 70's, and an unspecified medical intervention was required to reverse hypotension. No additional information was provided. The customer was provided a copy of the blocked chamber tip sheet after discussion of what can be done to prevent this type of channel error in the future.

Manufacturer narrative:
Patient information requested and all available information is included. This report was filed by the manufacturer. The log review for the reported event of a "channel error" resulting in an interrupted infusion was completed. The device had experienced a "pump chamber blocked alarm", after having been in an idle state for approximately three hours with the disposable set left in the device and the door closed. The user tried to restart the infusion again, but may not have alleviated the initial reason for the pump chamber blocked issue. This would result in the device alarming with a channel malfunction error code 242.4030. When the infusion was transferred to another device, this device experienced a "pump chamber blocked error" from the same disposable set. This suggests that the reason for the initial pump chamber blocked issue was not resolved and traveled with the set. There was no evidence in the log that suggests there were any un-initiated shut downs of a device. The events noted in the log suggest no device malfunction and the system working as designed for a pump chamber blocked condition.